Event description:
A surgeon reported a pt with an unexpected outcome and corneal edema following intraocular lens (iol) implant surgery. She stated the mild corneal edema may explain some of the myopia. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 12/13/2011 and 12/14/2011 by fax, and mail. A completed questionaire has not been received. (B)(4).